Event description:
A company representative has reported an event of a bent quad cane. Stated that the back straight leg on the quad cane is bent inwards towards the leg that is at a 45 degree angle. Patient states this leg bent and it caused him to fall and that he was not instructed on how to use the cane. He had been using a cane since (B)(6) 2012. No injury reported. Please note any further information will be filed in a supplemental report.

Manufacturer narrative:
The incorrect information was submitted on the initial medwatch.